Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported is due to a failed mixing pump. It was reported that biomed had the arctic sun device in biomed for the 6-month preventive maintenance and during the functional check they said it was not cooling. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device in biomed for the 6-month preventive maintenance and during the functional check they said it was not cooling, the chiller tank was empty, they also mention the level sensor said the unit was full but was not because it asked for more water after cycling power, gave them the part number and price for both parts.

Event description:
It was reported that the biomed had the arctic sun device in biomed for the 6-month preventive maintenance and during the functional check they said it was not cooling, the chiller tank was empty, they also mention the level sensor said the unit was full but was not because it asked for more water after cycling power, gave them the part number and price for both parts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.